Event description:
The doctor claims that during a "CT" procedure, the graft started to leak. The procedure was successfully completed with another device. The procedure outcome was fine. The pt's condition was fine. In 2004 co received the following additional information: "CT" refers to cardio-thoracic (above the diaphragm). Nineteen days later, co learned that no further info is attainable at this time.